Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer battery was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a communication error was displayed on the system. The system was rebooted and the case was completed. No pt injury was reported.